Event description:
It was reported that there was potential misalignment of markers seen on the electrocardiogram, as well as high signal amplitudes involving this device. It was noted that 'n' markers were seen in a sinus rhythm due to r wave double counting. A review of the device data by engineering agreed that the markers on the electrocardiogram were below t waves were most likely misaligned markers due to a benign telemetry latency. Engineering noted that to avoid this situation the only thing that can be done is trying to create a good telemetry connection by having the communicator up to an arm length away from the device during the transmission. At this time the device remains implanted. No adverse patient effects were reported.